Event description:
According to the reporter, during a reconstitution transit procedure, after firing the circular stapler, the surgeon proceeded to turn the black anvil release knob, making two turns. However, upon attempting to remove the stapler, the surgeon realized it was not possible due to tightness in the cavity. Upon visualizing the screen, the surgeon noticed that pulling the circular stapler was also pulling away tissue (rectum). The surgeon closed the anvil again, turned the release knob once more, and encountered the same issue. The surgeon then decided to rotate the stapler, resulting in a strange, unrecognizable sound. Following this, the circular stapler could be removed, but the anvil remained in the cavity. A colonoscope was used to enter the patient's cavity until the anvil was reached, which was then taken out with forceps. Upon inspection, the staple line was found to be in perfect condition. A pneumatic test was conducted, which came out negative, indicating no signs of leaks. The surgical time was extended by 40 minutes due to device issues. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.